Manufacturer narrative:
B4:21jul2021. The customer was advised by technical support to run the unit on a test lung to see if the issue can be duplicated. The customer was advised that if the issue can be duplicated, check the total leak on the patient parameters. Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
No product has been returned for investigation. No product has been returned.

Event description:
Information was received that bipap is providing a patient disconnect alarm while in patient use. Patient was transferred to a second ventilator, no patient harm reported.